Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot run testing) has been confirmed. Upon investigation the electrode belt failed testing. The cause for the failure was isolated to a pinched pulse wire in the cable connecting ECG "a" and ECG "b". The root cause for the pinched wire was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the belt was unable to run incoming functional testing.